Event description:
The customer reported that the ventilator shutdown while in use on patient. The customer reported the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer have not responded.

Manufacturer narrative:
(B)(4).